Event description:
It was reported that the user received a high glucose alert and noted elevated glucose without initial fingerstick confirmation; after guided troubleshooting, including an infusion set and supply change, glucose decreased from 313 mg/dl to 239 mg/dl while using the ilet system. Investigation included remote troubleshooting and education, including review of infusion site function and performance. Investigation of this case revealed that hyperglycemia was present with unclear cause, and resolution followed infusion set and supply replacement, which supported a potential site or delivery-related contribution without definitive device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.